Manufacturer narrative:
The associated complaint device was not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. We recommend that all re-usable instruments be routinely inspected for wear damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the bumper cracked (broke) in half during implantation of femoral component, it broke inside the patient and all pieces were recovered. A s+n back-up device was used finish the procedure. No delay or injury reported.